Manufacturer narrative:
Aware date of new information was (B)(6) 2018.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during infusion on a smiths medical cadd®-solis infusion pump, the pump would turn off without prior warning. No further information is available and no adverse effects were reported.

Manufacturer narrative:
One used cadd®-solis vip ambulatory infusion pump was received for investigation. A review of the event history log confirmed many "power down" events had occurred. An error code occurred during testing of the pump, however it could not be confirmed in the event history log. The mainboard was found in need of replacement. A root cause for the reported issue/mainboard problems could not be determined.